Manufacturer narrative:
An event of leakage was reported. Morphological and histopathological examination confirmed the reported tear. Leaflets 1 and 3 contained tears. There was circumferential pannus on the inflow surface on the base of all three leaflets. Leaflets 2 and 3 contained pannus on their outflow surface. No acute inflammation or significant calcifications were present. The root cause of the reported leakage and underlying torn leaflets could not be conclusively determined; however, information from the field indicated that the valve had been implanted for more than 6 years, and pannus ingrowth can potentially induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to reduced durability.

Event description:
On (B)(6) 2012, a trifecta valve (unknown size/sn) was implanted. On (B)(6) 2018, the trifecta valve was explanted as an emergent procedure due to acute symptoms of leakage. Per physician, one of the cusps was torn from the stent post down against the sewing cuff. An unknown non-abbott valve was implanted. The patient is reported as recovering. Additional information such as device information, and echo and op reports were requested, but not made available.